Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. May we have a copy of the operative report for the initial surgery? Date, indication, and name of initial surgical procedure? Other relevant patient comorbidities? Mesh product code and lot number? Onset date of loss of bowel and urinary function, severe pelvic pain, bowel and urinary dysfunction? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What was the reason to perform the midline laparotomy and removal of the rectopexy mesh, anterior resection, end to end anastomosis, temporary ileostomy. When were all these surgeries performed? What is the physician¿s opinion as to the etiology of or contributing factors to the loss of bowel and urinary function, severe pelvic pain, bowel and urinary dysfunction? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown rectopexy procedure on an unknown date and the mesh was implanted. It was reported that since the mesh insertion there was loss of bowel and urinary function. It was also reported that there was severe pelvic pain, bowel and urinary dysfunction. It was also reported that the patient required midline laparotomy and removal of the mesh, anterior resection, end to end anastomosis, and temporary ileostomy.